Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature article, "endoscopic submucosal dissection and tunneling procedures using a novel all-in-one bipolar device" by zaheer nabi, et al.     This retrospective study was aimed to evaluate the use of a new multifunctional bipolar device to perform per-oral endoscopic myotomy (poem), submucosal tunneling endoscopic resection (ster), and endoscopic submucosal dissection (esd). A total of 10 patients had undergone the procedures included poem (n = 7), ster for esophageal sub-epithelial tumor (n = 1), esd for rectal polyp (n = 1), and gastric neuroendocrine tumor (n = 1). The study reported that poem was completed in all patients and the patients who underwent ster and esd, en-bloc resection was achieved in all. There were no reported major adverse events except a few mild to moderate adverse events. The study concluded that the use of the new bipolar device for esd was feasible and safe. However, the feasibility and safety of the novel bipolar device for these procedures should be explored further in studies with a larger sample size. The authors reported using 2 different olympus devices ( gif-1th190 and ez clip, hx610 ¿ 090l) in their procedures and reported the adverse events for specific patients: (B)(6): retroperitoneal co2.. (B)(6): capno-peritoneum. (B)(6): empyema. This article includes 6 reports as follows: (B)(6): -gif-1th190. (B)(6): - hx-610¿090l. (B)(6): -gif-1th190. (B)(6): - hx-610-090l. (B)(6): -gif-1th190. (B)(6): - hx-610¿090l. This is report 6 of 6 for (B)(6): - hx-610¿090l.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information from the author.

Event description:
Additional information received from the author: in the medical opinion of the author, the olympus devices did not cause or contribute to the adverse events. The author stated the adverse events/complications were inherent to the procedure itself.